Event description:
The report received from the study indicated that during an interventional procedure for a patient admitted with an acute myocardial infarction (ami), the patient had a type f dissection of the proximal left anterior descending target lesion caused by a cordis stabilizer guidewire. The patient also had a type c dissection of the circumflex during the same procedure involving a cordis wisdom guidewire. Both dissections were successfully treated/stented. The patient was discharged two days after the procedure. Additional information has been requested. The coronary arteries were noted to be very friable which contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2008-00131, and #1016427-2008-00130.